Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a power error. Customer blood glucose value was 191 mg/dl. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer also reported that the notification light stopped flashing immediately. Troubleshooting was assisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.